Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported event. The device was not returned for evaluation; therefore, the affected product could not be evaluated. Based on all available information, we are unable to determine the relationship between the device and cause of the reported event. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported at 2100h the writer went to check the patient with the night dose of medication and the patient was found to have a lot of sputum around her mouth and she was semi responsive. The writer did oral suction and checked the patients' vital signs. The rapid response team was initiated. Patient's gcs decreased to 12. Patient's blood pressure was 79/30mmhg, heart rate was 166, temperature was 39.7. Tympanic. Dr. (B)(6) was informed about the patient's health status. At 2110h the patient was handed over to the rapid response team. Dr. (B)(6) arrived at 2140h. ECG, chest x-ray, blood test, IV lines, vasopressors, medication, and a foley catheter was inserted by rapid response team. After intervention and treatment, md decided to send the patient to the ICU. Based on all available information, there is no allegation of a product malfunction at this time. Multiple good faith efforts have been made to request additional information from the reporter. However, to date a response has not yet been received.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.